Event description:
Related manufacturer reference number: 2017865-2025-17334. It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing and right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The rv and ra lead noise was reproducible with isometric exercises. No intervention was performed. The patient was stable. The patient will be further monitored.